Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient reports it took hours to recharge the ipg. Follow up information identified the patient underwent surgical intervention to remove the entire scs system.